Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was alleging the insulin pump of under delivery of insulin. Customer stated that they experienced high blood glucose. The customer¿s blood glucose level was 415 mg/dl. The customer was treated manual injection and manual bolus twice. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Customer stated reason of alleging that started infusion when it put in the body sometimes it was immediately worked and blood glucose was continuously going to high and followed by pen insulin. Customer's other blood glucose was 218 mg/dl, 362 mg/dl. Insulin pump had no delivery message. The insulin pump will not be returned for analysis.